Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the stylet was also returned. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
During the implant procedure, it was observed that the right ventricular (rv) lead helix was unable to extend and retract correctly. The physician elected to implant a new rv lead to resolve the event and the patient was stable with no adverse consequences.